Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Four partial or full recaptures were performed before pass (position, anchor, size and seal) criteria was met. It was noted the closure device was slightly canted and the procedure concluded successfully. 45 days post procedure, during a routine follow up examination, transesophageal echocardiogram (tee) revealed a 6mm leak at the limbus of the closure device. The patient was scheduled to undergo a coiling procedure to ameliorate the leak. The patient recovered and no further patient complications were reported.

Manufacturer narrative:
Implant date: estimated as 45 days prior to the event date of (B)(6) 2022. (B)(6).